Event description:
It was reported that at the switch on appointment, in situ measurements showed all electrode channels with status hi, with fluctuations observed for electrode channels 7. In situ, testing performed intra-operatively showed normal results.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.